Event description:
Wearing masks is hard on people who have trouble breathing. I can't breathe in a mask and I try walking in a mask I feel like I'm going to pass out. These mask mandates are helping no one. It should be one's choice whether to wear one or not. FDA safety report ID# (B)(4).